Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they would be "wearing it" and things would be going good, not for prolonged periods, but then it will decide to quit working for them. They clarified by this they mean they will have a return of symptoms and reported it doesn't retain any of their leakage. They stated they would make a change to their therapy settings and go about their day for a while and then they will notice that the therapy stops working and they will have a return of symptoms. They reported when they start noticing this they connect with their implant and their therapy was off. They confirmed they do not turn therapy off after making therapy adjustments. They stated they were not near any significant emi when they notice this and stated it just happens randomly. They mentioned that they have had to go for an MRI a few times and it takes them a little bit to get their settings to go where it should to be able to adjust it for an MRI. They stated one of the ladies told patient they are surprised at how long it takes for their therapy to get adjusted. Reviewed general use of handset and communicator. They confirmed the implant battery was at 100%. They successfully turned therapy on. They confirmed they recharged the implant yesterday. They stated it seemed like it doesn't take as long to charge their implant anymore and they were wondering if they were charging implant fully. They confirmed they heard ascending tones to indicate implant was fully charged when they charge. They stated they wondered if implant was not getting enough charge. They confirmed implant was 100% charged on call. They will monitor symptoms now that therapy was confirmed on and will follow up with healthcare provider if issue persists. They provided event date as it's probably been 6 or 8 weeks. On 2024-dec-03 additional information was received. The patient repeated that they had been experiencing an issue where the therapy seemed to shut itself off nearly every day even though they fully charge the ins each day. Agent reviewed that the therapy will turn off if the ins battery level gets critically low, but the patient didn't think that was the cause of the issue since they fully charge the ins daily. The patient said it will seem like the therapy doesn't work, so they end up connecting to the ins and discover that therapy was turned off. The patient said they can turn the therapy back on and it usually works for a day, then it turns off again. The patient thought they might be doing something wrong with the app when they finish making adjustments. The patient connected to the ins during the call and confirmed therapy was turned on and the ins battery level was 100%. Agent reviewed how to power off the communicator and end session. No issue was found with the external equipment. The patient was advised to follow up with their managing hcp to have the ins checked if it seems like therapy continues to turn itself off.